Event description:
Provider states broken weld on wheelchair frame.

Manufacturer narrative:
The incorrect manufacturing registration number (9616091) was inadvertently submitted on the initial medwatch. The correct manufacturing registration number is 1531186.